Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/21/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2024, the pediatric patient's parent reported via web self-service documentation, that the patient experienced a skin reaction which occurred on an unspecified number of days after the sensor had been inserted in the arm. The patient developed itching, a rash, inflammation, and swelling underneath the sensor pod area only. The mother reported they treated with an unspecified oral antibiotic medication. Multiple attempts to contact the reporter were made; however, no other details were obtained. No additional event or patient information is available.